Event description:
The customer reported the system was not saving images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards, connectors, fuses and power supplies were all reseated. The system was then found to be operating as intended.